Event description:
Customer claims that while the restraint cuff was in use with a male prisoner, he was able to break the locking cuff that attaches to the cuff. He also disconnected the key to lock buckle damaging the connector strap. There was no inmate or staff serious injury reported.

Manufacturer narrative:
(B)(4) - (other): lock breakage. Eval: eval for the returned product shows that one of the cuffs has a broken lock with only pieces of it still attached to the strap. The buckle is opened very wide, therefore, it can't be moved or closed. The other cuff has a broken key post with a piece stuck inside the lock. There's rust around the broken post that is attached to the cuff. The product cuff labels are missing. (B)(4)